Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. Reliability laboratory technician. (B)(4) reliability laboratory; failure (event) observed during analysis. Analysis found excessive medical adhesive on the lead body distal to the ring electrode and the lead body at 45 cm from connector pin.

Event description:
This report is to advise of an event observed during analysis.